Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter removal difficulties were encountered. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 5.0mm x 20mm x 143cm nc quantum apex balloon catheter was inflated three times at 12 atmospheres for 10 seconds for pre-dilatation. However, the balloon catheter got stuck in the lesion area together with a non-bsc guide wire. The devices were removed together with the system. Severe resistance was encountered upon pulling the balloon catheter from the wire and the shaft part got kinked. The procedure was completed with a coyote nc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter removal difficulties were encountered. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 5.0mm x 20mm x 143cm nc quantum apex balloon catheter was inflated three times at 12 atmospheres for 10 seconds for pre-dilatation. However, the balloon catheter got stuck in the lesion area together with a non-bsc guide wire. The devices were removed together with the system. Severe resistance was encountered upon pulling the balloon catheter from the wire and the shaft part got kinked. The procedure was completed with a coyote nc balloon catheter. No patient complications were reported. Returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination revealed damaged tip and exit notch. There was buckling located 38mm and 45mm from the tip. The shaft buckling and exit notch damage is consistent with interaction with a guidewire. Inspection of the remainder of the device presented no other damage or irregularities.